Event description:
It was reported that two of the phototherapy light glass covers dislodged of their holding stickers and fell onto the cot. No patient was involved. No injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that two of the phototherapy light glass covers dislodged of their holding stickers and fell onto the cot. No patient was involved. No injury was reported.

Manufacturer narrative:
Babytherm devices with phototherapy option are equipped with special lamps and filter glasses in 2 layers (inner side and outer side). The filter glasses are fixed by a metallic glass holder with the aid of a special glue and positioned between lamp and patient. The investigation was based on the information provided by the hospital¿s biomed and the returned second glass holder of the affected device which was manufactured in august 2014. According to the biomed 4 glasses could be pressed out without significant force. The returned glass holder had three glasses still fixed in it. No damage or indication of ageing was detected on the glasses or the glue. During destructive testing a force of at least 2.9kg was necessary for each of the remaining glasses to detach them from the holder which represents a significant force within expected range. According to the IFU for filter glasses only disinfection mediums with a ph-value in between 7-9 may be used. It could not be clarified whether the disinfection medium "schülke mikrozid af wipe" used by the customer is appropriate. Based on the analysis results of the returned part no malfunction could be determined. As the glasses are fixed by glue as well as a mechanical barrier (metallic holder), a loose glass can be identified by the user during cleaning or the pre-use test prior to use. As soon as a faulty is detected the device has to be repaired before further usage. No similar event has been reported to dräger; the event is classified as individual case.